Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that they felt a minor shock while going through the cables on the alinity ci-series system control module. The customer indicated that the power went out in the laboratories and the waste pump was not plugged into the ups. Additionally, the scm power supply was also not connected, and therefore there was no touch screen display on the monitor. This caused the instrument to keep running and the waste pump overflowed on the floor. The customer received the minor shock when trying to power off the analyzer. The customer confirmed no treatment was required and was unable to determine if it was an electrical shock vs a static shock. No further impact to patient management.

Manufacturer narrative:
The customer reported receiving a minor shock from the alinity ci-series system control module when investigating where the waste pump power cable was connected and touching an extension cord outlet after pump overflow. No medical treatment was administered. The instrument service history review of (B)(6) found no contributing factors on or around the date of the incident was identified. A review of historical data revealed no systemic issues or nonconformances applicable to the current complaint. Manufacturing documentation did not identify any issues associated with the complaint issue. The alinity ci series operations manual provides adequate information regarding electrical hazards and for the emergency shutdown of the alinity c processing module and the alinity I processing module. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or product deficiency was identified for the alinity ci-series system control module (03r70-01) serial number (B)(6).

Event description:
The customer reported that they felt a minor shock while going through the cables on the alinity ci-series system control module. The customer indicated that the power went out in the laboratories and the waste pump was not plugged into the ups. Additionally, the scm power supply was also not connected, and therefore there was no touch screen display on the monitor. This caused the instrument to keep running and the waste pump overflowed on the floor. The customer received the minor shock when trying to power off the analyzer. The customer confirmed no treatment was required and was unable to determine if it was an electrical shock vs a static shock. No further impact to patient management.